Event description:
Procedure: inguinal hernia repair. According to the report: when the surgeon was attempting to tack the coopers ligament, the tack would not penetrate and the gears would strip. The device was making a loud cracking sound when the handle was squeezed. A third absorbatack was used and the case was continued, but the surgeon still could not penetrate the coopers ligament. The delay in or time was 45 minutes. There was no report of patient injury or bleeding.

Manufacturer narrative:
Date initial report sent: 10/27/2009.